Event description:
According to the literature, a retrospective study compared the rates of recurrent laryngeal nerve injury using traditional versus alternative sources of cautery in adult patients who underwent thyroidectomy between 2016 and 2018. In 9450 cases, the device or a competitor device were used. Postoperative complication included recurrent laryngeal nerve injury and hematoma. No interventions were reported.

Manufacturer narrative:
D10 concomitant product: unknown ligasure instrument (lot#: unknown) corliss a. E. Best, jumana hussain, and stephanie johnson-obaseki. Alternative sources of cautery in thyroid surgery and the risk of recurrent laryngeal nerve injury: a retrospective, risk-adjusted analysis from the national surgical quality improvement program. Journal of otolaryngology - head & neck surgery volume 53. Doi: 10.1177/19160216241265687. Pages 1¿6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.